Event description:
It was observed that during the device evaluation, the xenon light source exhibited the lamp does not light. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed. According to the investigation, reported device burnt out lamp was confirmed; however, investigator could not identify the cause of the reported issue. Additionally, the specify root cause of the reported issue could not be determined. The investigation also reported that the life meter for the olympus lamp got burnt over 300 hours, and the light intensity output was out of the spec. Olympus will continue to monitor field performance for this device.